Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor.

Event description:
The customer reported via phone call that the fluid in the screen. The customer¿s blood glucose level was unknown. Customer reported insulin pump was exposed to moisture. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.